Event description:
Aspen surgical received a report from the distributor indicating that a light handle was discovered with a sealing issue. The item was not in use. No injury/death was reported. The issue was filed under our complaint handling system for (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. The distributor indicated that the defects were found by the end user. A review of the photos confirmed the issue as reported from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. After reviewing the manufacturing process, it was determined that the bottom of the pouch was cut short causing seal failure. The photo evidence provided revealed that the seal width length was short, confirming the issue at the machine. Therefore a likely root cause for the defect may be attributed to a machine error. Production supervisors and operations were notified of this issue. Based on this information, no further action is required.